Event description:
During the extraction of the PICC the catheter was not complete. Part of the catheter remained in the patient. This was the first piece used from a newly opened box, batch 281124gt. The extracted fragment was kept and is available for further investigation. It was the first use of this size of this catheter in the hospital. The patient had to be transported to another hospital and the rest of the catheter was extracted by catheterization there.

Manufacturer narrative:
Upon request, the customer provided additional information: the catheter had been in use for 9 days and was placed in the v. Saphena magna dx. The customer reported that there was no resistance during removal, and the rupture happened after extraction of 20cm. Operative extraction of the catheter was performed in the ca at the motol hospital, the procedure went without complications, the patient was transferred back to neon hospital plzen in good condition on the 3rd day after the procedure. We received the catheter with IV cannula as faulty sample. The catheter tube snapped distal to the 10 cm marking, the remaining distal part was not supplied. Microscopic examination revealed deformation of the catheter tube near the snapped end. The fractured area showed a rough and jagged surface, which is typical for a fracture caused by excessive tensile forces (during removal). In general, there are various events that can lead to a snapped catheter: 1. Tensile force which may be caused by: - dressing change- in some instances the catheter can become adhered to the dressing and additional pulling is required to free it; placing stress on the line could result in a tensile fracture - in babies, routine care (when lifting the baby to change the bedding) and movement of the baby itself could result in a tensile fracture 2. Mechanical damage by a sharp instrument (for example scissor, forceps or scalpel) during dressing change 3. Alcohol-based disinfectant - concerning this, there are some warnings in the IFU: avoid any contact of the catheter tubing to alcohol, acetone or organic solvent-based disinfectants, or dressing sprays. This may irreversibly damage the catheter. In addition, a manufacturing fault can be excluded as the catheter did not leak/snap for nine days as stated by the customer. Regarding difficulties during catheter removal, the IFU states: - caution: do not overstretch the catheter as it may rupture, causing a catheter embolism. - once the course of treatment has been completed or the catheter needs changing, the catheter must be removed carefully. Place a gauze swab lightly over the insertion site. Do not apply pressure. Maintain swab in place and withdraw the catheter slowly with sustained gentle traction." Furthermore, the IFU states: caution: do not use syringes smaller than 10 ml, as these can generate very high pressures. It is possible to generate 4 or 5 times the maximum safety pressure, with any size of handheld syringe. Subjecting the catheter to pressure above 21,75 psi (1,5 bar, 1125 mmhg) can result in catheter rupture and embolism. Small syringes generate higher pressures than larger ones. Having checked the batch history records, no deviations were found. The batch complied with its specification and was released. Each catheter is flow and leak- tested during production. The tensile force and dimensions of catheter and set components are randomly checked. Incoming goods inspections and two 100% visual tests after packaging are carried out. One batch was used for the assembly group of the catheter tube (involved code 6g35961013). The value of the tensile force of the catheter tube for batch 0130249 was min. 2.10 n and therefore within its specification (min. 1.5 n, iso 10555-1). There are two further complaints for batch 281124gt and five further complaints regarding a snapped catheter tube during removal on product code 1261.307 within the last three years. This query relates to all complaints that have come to our attention worldwide. No further corrective action was initiated by quality management as there are no hints of a manufacturing fault.

Event description:
During the extraction of the PICC the catheter was not complete. Part of the catheter remained in the patient. This was the first piece used from a newly opened box, batch 281124gt. The extracted fragment was kept and is available for further investigation. It was the first use of this size of this catheter in the hospital. The patient had to be transported to another hospital and the rest of the catheter was extracted by catheterization there.

Manufacturer narrative:
The malfunctioning device will be returned to the manufacturer and upon receipt, an investigation will be conducted. The results of this investigation are still pending,and will be communicated to FDA within 30 days of its conclusion.